Event description:
The customer stated that, the axsym rubella igg reagent calibration failed with error code 1048: calibration check failure, cal a/b ratio too high and error code 1001: assay calibration failed, rubella, on the axsym analyzer. Abbott technical service replaced both probes and the sample syringe valve. The probes were then calibrated and the system primed and flushed. The customer then recalibrated successfully. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.